Manufacturer narrative:
Device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. Investigation summary: the complaint history was reviewed and there was one similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer reporting on behalf of unspecified individual. Individual received a false positive result was received on (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), lot 22240h, reader sn (B)(4)). Repeat cue covid-19 test performed on (B)(6) 2022 provided a negative result. The individual tested negative with an unspecified sars-cov-2 pcr test; date unknown. Customer reported no symptoms and cartridges stored according to instructions for use.